Manufacturer narrative:
It was reported that the patient received a pump exchange on (B)(6) 2017 and the pump was retained by the hospital's perfusion team. Requests were made for the device to be returned for evaluation; however, the device has not received. No further information was provided. The manufacturer is closing the file on this event. If the device is returned, the file will be re-opened and the device will be evaluated.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced a yellow wrench advisory for a driveline fault. Log file analysis completed by the manufacturer¿s technical services representative revealed the same phase of the percutaneous lead causing the driveline fault alarm. X-ray images revealed some areas of concern on the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement and the device passed all tests post-replacement. It was reported that low speed/pump stoppage events occurred later on (B)(6) 2017 with the patient¿s positional changes, and while the lvad system was connected to a grounded power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages. The patient's transplant status was elevated to 1a. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Corrected information. It was initially reported that the patient was listed for transplant. Subsequently, a pump exchange was performed.

Event description:
Additional information: it was reported that on (B)(6) 2017 a pump exchange occurred due to driveline fault alarm.

Manufacturer narrative:
Approximately 17 inches of the external portion/distal end of the percutaneous lead (lead) was replaced and returned for evaluation. Electrical continuity testing of the returned portion of the lead showed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The braided shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no breaches or damage to the wire insulation or underlying conductors. The distal end of lead was submerged in a saline bath for high potential testing to check the resistance of each wire''s insulation and the test did not reveal any current leakage through the insulation of any of the wires that would have resulted in an electrical short. Based on the manufacturer¿s experience, the driveline fault alarms and low speed/pump stoppage events captured in the submitted log file appear consistent with a compromised wire in the lead; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the lead. The patient was provided with ungrounded patient cable for use with the power module and remained ongoing on lvad support while awaiting a heart transplant. No further issues have been provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.